Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was difficult to press. The customer¿s blood glucose level was unknown. Customer stated that screen was damaged to the point that it was difficult to read. Customer also stated that back light no longer works. The insulin pump will not be returned for analysis.